Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas pump sustained physical damage when it was accidentally knocked off a table, resulting in a cracked display screen while the device continued to function and remained in use; a replacement unit was issued and the user was instructed on return procedures, data transfer expectations, shutdown steps, and continued cgm use. Symptoms included no reported adverse health effects or changes in blood glucose levels. Outcomes included no medical intervention, no hospitalization, and continued therapy with the replacement device. Investigation included review of the user¿s account, collection of device identifiers, and attempts to retrieve the damaged device for evaluation. Investigation of this case revealed a damaged user interface/display consistent with external mechanical impact, with no evidence of pump performance failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.